Manufacturer narrative:
The instrument was analyzed by microscope and the hardness tester. The analysis of the fracture pattern illustrated a spontaneous intercrystalline forced fracture due to overload. No pores, inclusions, or foreign bodies could be found. Based on the information available as well as a result of the investigation, root cause of the failure is most user related. This type of instrument is designed for delicate use only. The breakage of the device maybe the result of overload during use or by being dropped. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During c-spine surgery, the footplate of the kerrison broke and fell into the patient's body. This was noticed when the nurse was cleaning the tissue on the footplate; the c-arm was checked, after 30 minutes to an hour, the broken piece was not identified in the patient, surgeon closed the wound. The nurse checked the suction bottle and found the broken fragment. Surgeon indicates no fragment is in situ; c-arm showed clear.